Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that his ¿ins quit working, my leg is vibrating and I had been better but now my leg has been vibrating so I tried another program but I must have hit something wrong, I don¿t know but its on all the time and I am trying to get it cut off but I can¿t get it to come up in order to turn it off.¿ the patient reported that his legs began having issues again ¿about a week or two ago.¿ the patient tried to use their patient programmer (pp) while on the call to connect to the ins and they got poor communication. The patient reported that he started having trouble using the pp to connect with the implant yesterday. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.